Event description:
It was reported that errors 65: "brick 3 not working case saver mode", 67: "user declined to go to case saver mode" and 150: "laser deck - fiber not connected" displayed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The fse reinstalled the software, but that did not restore console functionality. The fse replaced the bricks, and the wires were re attached to the proper channels. The laser was filled with coolant and the coolant pump was cycled. Then, the fse booted the laser up and there were no issues or error coded. Alignment was made and the system passed all tests. It is likely that the mother board, the swm and the hvmpcu board were damaged. The component damaged could have affected the device performance and its integrity leading to the procedure being aborted.

Manufacturer narrative:
Manufacturer email: moshe.barenboym@bsci.com. The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The fse reinstalled the software, but that did not restore console functionality. The fse ordered a mother board, switching module (swm) and high voltage peripheral control unit (hvmpcu) board, and will return to the account when the parts arrive. It is likely that the mother board, the swm and the hvmpcu board were damaged. The component damaged could have affected the device performance and its integrity leading to the procedure being aborted.

Event description:
It was reported that errors 65: "brick 3 not working case saver mode", 67: "user declined to go to case saver mode" and 150: "laser deck - fiber not connected" displayed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
(B)(6).

Event description:
It was reported, that errors 65: "brick 3 not working case saver mode". 67: "user declined to go to case saver mode" . And 150: "laser deck - fiber not connected" displayed. This event is being reported, for aborted/cancelled procedure with a patient whose sedation status was unknown.